Event description:
The pt, suffering from a diverticular disease, underwent a closure of colostomy following hartman procedure (done on (B)(6) 2011). The anastomosis was performed with the colonring device. According to the report, on pod 7, the pt was re-operated and a total dehiscence of the anastomosis was found (without any evidence for the colonring at the time of the re-operation).

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for eval. However, the production history files were reviewed, indicating that the device was released according to its specifications. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other anastomotic creation methods. Furthermore, it was indicated that the pt is diabetic, a condition which is known to be associated with an increased risk of anastomotic failure. The applicable 510 (k)s are: k062008.